Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers parent reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer treated high blood glucose levels with manual injection and insulin pump. No further information for high blood glucose is provided. Pump will return due to cosmetic damage on pump.